Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem occurred before a diagnostic procedure. The intended procedure was completed after a 15 minute delay. The same device was not used to complete the procedure. There was no patient injury associated with the reported problem.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that no problem was identified with the subject device and the likely cause was a malfunction of the sdi cable.

Manufacturer narrative:
The suspect device was not returned to olympus and a root cause was not determined.

Event description:
A user facility reported to olympus that the image was lost during a case. There was no patient injury or harm, associated with the problem, reported to olympus.